Event description:
It was reported that the insulin pump was giving a battery out limit alarm. The caller also stated that the customer was in the hospital, but did not give the reason. The customer later called to report that the hospitalization was due to a high blood glucose of 730 mg/dl. The customer was told by his hcp that the event may have been due to an infection as he also had the flu. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.